Manufacturer narrative:
Serial number was requested, but not provided. Therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that multiple no external power alarms were observed on the log file, while the device was connected to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. It cannot be discerned if the power cord came loose from the connection with the mpu, wall outlet, or if power to the house was lost. There were no other unusual events seen within the log file. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of no external power alarms associated with the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review noting low flow alarms. Technical service reviewed the log file and noted the loss of external power events. The event log file contained approximately 2 days of patient event data. There was one loss of external power event that occurred with the patient on the mpu. The event started at (B)(6) 2019 23:08:55 and resolved at 23:09:21 ¿ approximately 21 seconds. The mpu was the power source before and after the event. The controller operated on backup battery power due to the events. No product was returned for evaluation. Multiple requests for additional event information were sent to the customer; no additional information was reported. The reason for the loss of external power events could not be determined from the submitted log file. No further information was provided. The manufacturer is closing the file on this event.